Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nosebleeds,pimple and nasal irritation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nose bleeds and nasal irritation, there was no report of serious patient harm or injury. . The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is unknown white and black dust like contamination found on and around the iso port, at the air input of the blower box at the filter area, on the top enclosure under the left-side accessory door. Fibrous contamination was also observed in this area, inside of the enclosure, water/mineral deposits spots on the bottom of the blower motor and in the bottom of the blower box, indicating potential water ingress.on the top and bottom of blower motor and on the inner rim of the bottom of the blower motor air intake, hair-like fibrous contamination on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified.